Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before surgery the device did not work properly. Additional information indicated that the product would not power on and the battery was corroded. No adverse events were reported as a result of this malfunction. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the provided pictures identified the batteries were corroded. Functional testing of the returned device determined the device powered on and functioned normally when connected to a lab battery pack. No damage or issues were found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No adverse events were reported as a result of this malfunction.